Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation attached to a two point bridge restoration. Visual evaluation of the as returned product identified minor wear and debris from use around the implant threads. The implant had no evidence of any significant damage. The product matched print specifications where measured against drawings pd-tsvb11 rev l and pd-tsvb10 rev l. No pre-existing conditions were noted on the per. The reported product was located on tooth site 15, and used for approximately 5.5 years. The customer has not provided additional pictures or x-ray images of the implant site. DHR review was completed for the subject lot number 62468393. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2370) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62468393) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (peri-implantitis) or product (tsvb11). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvb11) was removed due to peri-implantitis at tooth location 15. Site was bone grafted. Abscess and pain were also reported.